Event description:
Healthcare professional (hcp) reported that patient was injected with 4 ml of juvéderm® volux¿ into the zygomatic arch & eminence, chin, pre-jowl sulcus, pyriform fossa. Approximately one month and a half later, the patient experiences facial swelling and tenderness that migrated to different facial areas and recurred. This led to transient full facial swelling, which resolved within a week and was associated with minimal pain. About a month later, the symptoms reappeared with increased severity. The patient reported significant swelling and tenderness, with the affected areas described as noticeably firmer. The swelling progressed to involve the entire face, including the under eye area and temples. New areas of swelling appeared rapidly, and blanching of the skin was observed in some of the most affected regions. The patient was treated with hyaluronidase 1500u/5ml which shows no response. The filler continued to swell and form firm nodules in various locations. The patient was then prescribed 50mg prednisone 1x daily for 3 days which led to a reduction in swelling however, the filler remained present. One week later, the patient underwent a second treatment with hyaluronidase 1500u/1ml x3 targeted to the lower face. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.